Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test, and excessive no delivery test. No unexpected smell of insulin or motor error alarms noted during testing. The insulin pump had corroded motor home switch, minor scratches on lcd window, cracked reservoir tube lip, and scratches on reservoir tube window. Moisture damage was also noted on the lcd board.

Event description:
The customer reported that she received a motor error while rewinding her insulin pump. The customer's blood glucose was 118 mg/dl. The insulin pump was not exposed to a strong magnetic field and the customer was not using the sensor feature of the insulin pump. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-31031.